Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Per customer, the information on patient initials, weight, date of birth, race and ethnicity are not available. Medical history: hypertension.

Event description:
Customer advocacy received a copy of the FDA request letter which states, "channel error alarm. Pump brain from another facility. No harm to patient per nurse, another pump was obtained and cardene started without significant delay. Ok to analyze the pump. There were no issues with the pumps, other facility's bd equipment does not work with any bd equipment we have on our campus as they run different software versions. Brain will be returned to other facility. Patient came from other facility and apparently their pump brains are not compatible with what is used at the main facility. No harm came to the patient and there was another pump available for use." It was reported that prior to the event, patient needed higher level of care and was transferred from (B)(6) hospital, the owner of the involved IV infusion pump, to (B)(6) cardiovascular intensive care unit (cvicu). The event occurred when the staff at (B)(6) attached their module to the device that came from (B)(6) hospital. The device was returned back to (B)(6) hospital.